Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate underinfused. The device contained 1gr vango (non-baxter product) diluted with 100 ml normal saline solution (non-baxter product). The expected infusion time was 1 hour, and the actual infusion time was 2 hours. No patient injury or medical intervention was reported. No additional information is available.